Manufacturer narrative:
The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed t communicate with the endoscope, resulting in an error message: check endoscope cable connection/endoscope self - test failed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The root cause of cable connector ¿ paddleboard mechanical damage is typically attributed to improper reprocessing. The endoscope was visually inspected and found with edt recognition failure. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The root cause of camera instrument ¿ endoscope tip damage is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had failure to connect and no video connection. The procedure was converted to another dv system.